Event description:
Complainant alleged that the staff was attempting to defibrilate a male pt (age unknown) when the device screen displayed an "error 42" and an "error 53" message. The staff was able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the alleged malfunction.